Event description:
User facility reported the disposable novasure device was difficult to remove following an uneventful endometrial ablation. Once removed they saw "a piece of the external sheath had broken off inside the pt." The missing piece was removed during a post hysteroscopy. During f/u on (B) (6) 2009, it was reported they could see the 'piece of the sheath' in the endocervical canal and it was removed successfully. The physician did a laparoscopy "to ensure there was no damage to the surrounding organs and all was well." During f/u on (B) (6) 2009, it was reported that the pt had no adverse effects as a result of this event and is doing fine. We have been unable to obtain additional info from the reporting physician to date.

Manufacturer narrative:
Serial # of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot # and serial # of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Upon return and inspection of the novasure disposable device (the broken piece of sheath was not returned), an approx 2cm long by approx. 0.5cm wide piece of the external sheath was found to be missing from the distal tip area. A large amount of adhered blood and tissue was observed on the device array. No buckling of the external sheath was observed. It is most likely that the observed tearing damage was caused by an excessive retraction force exerted by the user, which resulted in the array impacting on the external sheath to the extent that a piece was torn away. If additional relevant info is received, a supplemental medwatch will be filed. (B) (4).